Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was at home and experienced a red heart alarm on his system controller and power module. The pt switched to his backup system controller and still had alarms. The vad coordinator was called for advice and after the situation was triaged it was decided to send the pt via ambulance to the implanting center. When the pt arrived to his room, the vad coordinator met the pt and she attempted to hook him up to the power module and when hooked up to the power module the pump speed dropped to less than 1000 rpm and was immediately switched back to battery.

Manufacturer narrative:
Add'l info was received indicating that on (B)(4) 2013, the MFR's technical services rep conducted a percutaneous lead (lead) distal end replacement according to procedure. A small amount of fluid was found underneath white silicon jacket of lead during repair. It was noted that the repair did not resolve the short. Following the repair the alarms return once the pt stood up and moved his upper body. The pt was placed back on battery power. A modified pt cable was shipped to site. The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.